Event description:
According to the reporter: the balloon broke and lost insufflation. The procedure was continued with manual dissection. No pt injury was reported. No add'l info was available at the time.